Event description:
It was reported that the downstream occlusion (dso) seal was delaminated. There was no patient involvement. (B)(4).

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of downstream occlusion sensor (dso) seal delamination confirmed through performance verification tests and incoming inspection. Probable cause damage to downstream occlusion sensor (dso) seal caused delamination.